Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the three drawers showed read, write, or invalid cubie memory errors. A field service engineer replaced the drawer control board on main half height drawer 4.2. A final test was initiated through the hardware test application, and it passed. The keyboard silicone cover was also replaced. Additionally, the field device engineer realigned the ball bearing cage and installed new slide bumpers on the slide railings for main half height drawers 3.2 and 4.1, as well as main full height drawer 5. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple drawers failedthe customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.